Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on disconnected mode. A field service engineer (fse) found that the station was not communicating with the server. The network connection went through a hub that was very warm, almost hot. Remote support service (rss) was showing online but was unable to start a session. Fse disabled wi-fi and tested with a new network cable, which did not help. Fse then checked the station to ensure the database was fixed for connection issues. The station was working normally afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device on disconnected mode the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.